Event description:
The company received a report that the unit did not provide an audio tone. No pt harm reported.

Manufacturer narrative:
The device is expected to be returned for investigation, but has not been received. If the device is returned for investigation, results of the investigation will be provided in a supplemental report.